Manufacturer narrative:
The device history record for lot 30070743 was reviewed and the product was produced according to product specifications. The investigation remains in progress. All information reasonably known as of 24 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 06-sep-2021 indicated that it "seems that the bolus on-q pump was not used accordingly."

Event description:
Fill volume: 400 ml, flow rate: 4 ml/hr, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that the pump emptied in less than 24 hours without use of the bolus button. No patient injury or medical intervention was reported. Additional information received 17-aug-2021 indicated the pump was filled with 400ml ropivacaine. The patient is a palliative care patient (non-verbal). The nurse was experienced and the pump was on the patient's bed during delivery of the medication.

Manufacturer narrative:
A review of the device history record is in-progress. The product involved in the report has been returned and is being processed for evaluation. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
One used device was returned for evaluation. Testing of the pump revealed that it met specifications for all selectable flow rates. The reported event could not be duplicated in the lab. Complaint could not be confirmed as reported. Root cause was not determined. All information reasonably known as of 28 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.